Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported via medwatch, "patient reported to our pharmacy that safestep huber needle set cracked and leaked her parenteral nutrition while it was infusing during the evening of (B)(6), 2023 which broke the sterility of her infusion set up. The product had a crack or hole near the proximal end of the tubing near where the needle bends 90 degrees." Additional information received 3/31/2023: it was reported by the customer "there was no harm to patient. Patient developed low grade fevers after incident with port needle. This led to an infection of her central venous device (implanted port) which required hospitalization. The event did interrupt the administration of medication. The patient missed her medication that leaked out of the port needle tubing during the infusion and now that there is a diagnosed infection, the patient is missing her therapy due to lack of appropriate venous access."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported via medwatch, "patient reported to our pharmacy that safestep huber needle set cracked and leaked her parenteral nutrition while it was infusing during the evening of march 2, 2023 which broke the sterility of her infusion set up. The product had a crack or hole near the proximal end of the tubing near where the needle bends 90 degrees." Additional information received 3/31/2023: it was reported by the customer "there was no harm to patient. Patient developed low grade fevers after incident with port needle. This led to an infection of her central venous device (implanted port) which required hospitalization. The event did interrupt the administration of medication. The patient missed her medication that leaked out of the port needle tubing during the infusion and now that there is a diagnosed infection, the patient is missing her therapy due to lack of appropriate venous access."